Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade ii," "high riding implant," "fluid lying between the capsules of the retro-pectoral implant," and "conspicuous internal mammary chain lymph node above the level of the nipple, presumably reflecting some silicone adenopathy." The previously reported event of rupture was determined to be only for the contralateral side. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photos identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Malposition: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.